Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing up blood when he wakes up in the morning. Medical intervention was not specified. The patient also says he doesn't want to use the recalled device because his family has a history of cancer. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing up blood when he wakes up in the morning. Medical intervention was not specified. The patient also says he doesn't want to use the recalled device because his family has a history of cancer. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging coughing up blood when he wakes up in the morning. Medical intervention was not specified. The patient also says he doesn't want to use the recalled device because his family has a history of cancer. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacture inspected externally manufacture observed an unknown contamination (potentially fingerprints) on the top enclosure/ui panel. Potential dried liquid spots were observed on the top and bottom enclosure. Manufacture observed a scratch on the left side panel and bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacture observed a very small amount of dust-like contamination on the flip assembly, on top of the water tank and inside the bottom enclosure. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 0 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination in the device and are consistent with being from an external source. In this report device evaluation linv has been updated.